Manufacturer narrative:
The pump passed the self test and displacement test. A test p-cap locks properly into the reservoir compartment, however, a partially broken retainer was noted during testing. Successfully downloaded the trace and history files using thump. No pump error 63 alarms were noted during testing. A review of the pump history file reveals that the pump experienced twenty-nine (29) pump error 63 (line number 147, file number 2017, variableinfo = 15) alarms (april 2023 qty 10) (may 2023 qty 14) (june 2023 qty 5) due to a problem with the twi interface or with ad5161 chip. Further review shows there were also seven (7) pump error 4 (linenumber 2690 filenumber 32122) alarms (april 3, 12, 15, and 27, 2023), (may 2 and 8, 2023), and (june 6, 2023). The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside of the battery tube. The following were noted during the physical inspection: partially broken retainer, scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, missing serial number label, end cap address label faded, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the battery compartment, battery tube threads, and retainer is confirmed. Pump error 63 and pump error 4 alarms are confirmed due to moisture damage on the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received continuous pump errors and a rewind request had been received. The customer found a hairline crack on the pump along the battery side of pump and also received a pump error 63 alarm during normal use. Troubleshooting was performed and the customer was able to clear the alarms and completed the pump rewind. No harm requiring medical intervention was reported. The customer discontinued using the pump and will be returned for product analysis.